Event description:
It was reported by the patient that the controller battery was swollen and came out of the case. No further details to report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Additional information - b5. In the case description, the user mentioned that the battery was swollen, the lcd was cracked, and that they received a reset clock alarm. Inspection of the returned controller found the back cover to be popping off at the corner and unable to fully attach. The battery was observed to be swollen, preventing the back cover from fastening to the pdm. Investigation of the returned swollen battery falls under fsca 9056196-10/11/2022-001-c a technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The lcd was found to be cracked, however these cracks did not impact lcd readability or touch functionality. The exact cause of the cracks in the lcd could not be determined. Inspection of the ibf and android log files confirmed the generation of a reset clock alarm. The 07 starting of the error code indicates that the alarm is a clock failure, which is caused by the pdm detecting removal of the battery and causing a clock change. The battery swelling, resulting in unstable connection with the pdm, can be confirmed as the cause of the clock reset.

Event description:
Additional information - the patient states the swollen battery resets the pdm clock and the screen is cracked.